Event description:
A customer reported not being able to test with their precision xtra meter. The customer reports experiencing body pain and feeling light headed. The customer went to the hospital and was treated with metformin and avandia.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted, when the investigation is complete.